Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint, for the system error 2240 (air in line) was not confirmed due to a lack of sample. A root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) had questions on a system error (se) 2240 alarm in dwell 4 of 4. The hp stated the supply bag was empty, so she disconnected and went back to bed. The technical service representative (tsr) explained the alarm. The hp will use the hc this night. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.product surveillance was contacted by the patient on (B)(6) 2011. The patient stated the following: nothing was noticed with the supplies and the sample was discarded. A companion sample and lot number were not avaialble as the box of cassettes was used for therapy. No patient injury or medical intervention was reported.